Manufacturer narrative:
Additional information: observations: visual analysis reveals that that the arm was return disassembled to some degree. The inner screw on the locking lever of the arm is jammed. A closer look at the threads reveal that they are damaged, not allowing the lever to turn and lock or unlock the arm. Conclusion: the above observations are consistent with cross threading it is unknown when the failure happened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent and unknown tlif procedure. During the procedure, it was reported that the flex arm did not tighten or work as intended.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.